Event description:
Patient reported left side "discomfort, pain, twinges" and "capsular contracture (baker grade unknown)." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade.

Event description:
Patient reported left side "discomfort, pain, twinges" and "capsular contracture (baker grade unknown)." Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4., b.6., b.6., h.6.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, h6.

Event description:
Patient reported left side "discomfort, pain, twinges", "capsular contracture" "short of breath", and folding. Treatment: montelair 10 mg twice a day. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g2, h6

Event description:
Patient reported left side "discomfort, pain, twinges", "capsular contracture" "short of breath", and folding. Treatment: montelair 10 mg twice a day. Device has been explanted and discarded.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6, h11. Visual analysis: it is not possible to determine the lot number or catalog through the photos provided. ¿ capsular contracture: unable to observe as it is a medical event that is not related to the device. ¿ crease/folding of implant: observed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported left side "discomfort, pain, twinges", "capsular contracture" "short of breath", and folding. Treatment: montelair 10 mg twice a day. Device has been explanted and discarded.